Event description:
Reportedly, patient presented with a 12-minute episode of ventricular tachycardia (vt) that ended with a shock. Dr. (B)(6) asked to review the episode, as she did not understand why the ICD delivered the shock so late. The device had an atypical programming. Several clues suggest that the ICD switched to nominal mode, likely due to an accidental manipulation. The reprogramming was only partial: parad (without +), atp alert not activated, no atp switching. Nominal mode alters key programming parameters: parad without +, changes in detection zones and persistence settings, cancellation of atp alerts. The patient received deleterious atp therapies. Two vt episodes had occurred the day before but were not transmitted via telecardiology. No shocks were programmed between 110 and 200 bpm in the slow vt zone. The patient was admitted to intensive care following this episode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. The device platinium 4lv sonr crtd (sn: (B)(6)) was implanted on (B)(6) 2020. Analysis of the file dated (B)(6) 2025 revealed: -the episode started with a sudden onset, labelled slow vt and stabilized around 140 bpm. -as per programming in the slow vt zone, after reaching the persistence, several atp were delivered -atp sequences accelerated the ventricular rhythm to 200 bpm, cutoff of the vt zone. As per programming, after delivering atp, the device started to charge the capacitors. -then the ventricular rhythm decreased progressively below 200 bpm (in slow vt zone). The shock was then not delivered since no shock is programmed in the slow vt zone. -the ventricular rhythm became unstable (between 180-400 bpm) until 00:54, probably due to ventricular signal degraded: low amplitude. A shock was delivered after detection of the rhythm in the vf zone, with double counting of the qrs (due to the poor ventricular morphology and low ventricular signal amplitude). The shock was successful. Based on available data, the device functioned as per specifications and per programming. No malfunction is suspected on the subject device. This case is recorded and retained for trending purpose.